Event description:
It was reported that strips from a holter monitor indicated that p waves were not tracked on the device. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.